Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right external iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
Initial reporter name and address: (B)(6).